Manufacturer narrative:
(B)(4) - non-conforming instrument. The anvil broke as a result of intergranular failure. The complaint stated that the device knob could not go forward. If the channel was broken it still could have fired, but would not form good staples. The pi lab in juarez was able to fire this device even though the channel was broken. Intergranular failure in a stainless steel is most commonly caused by improper heat treatment or stress corrosion. The microstructure showed the part was properly heat treated. With the significant amount of corrosion seen on the fracture, this is an indicator that the part failed due to stress corrosion cracking. However it is highly unlikely that it occurred during surgery. There would not be enough time for the mechanism to happen in the short time involved in surgery. The most likely scenario for the fracture was the device originally locked out during surgery; the knife may have advanced slightly triggering the enough cartridge lockout. The doctor pulled the trigger back and could not advance the device. The device had blood and other chlorine containing material (possibly a disinfectant) on it and was sealed up for shipment. During shipment the device was under load coupled and the chlorine containing substances resulted in the device fracturing prior to receipt at the pi lab. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the firing knob could not be moved forward at the 1st firing and the device could not be fired when the device was used for the stomach. Another competitive device was used to complete the case. There were no adverse consequences to the patient.